Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The power light emitting diode (led) light on the front panel of the system-1 was red. 12 amp hours was displayed on the central control monitor (ccm) battery icon. The batteries were replaced on 07/11/2015. The fsr replaced the power manager board with a board from an alternate base (serial number (B)(4)). The fsr downloaded 24 hour logs, the power manager logs that were still on power manager board and completed the pm. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the power manager was depleting the batteries while on alternating current (a/c). There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The data logs confirm the issue, the battery capacity dropped from 15/16 to 11/16 over 2 hours while on alternating current (a/c) power. The power manager board was evaluated in the laboratory and the issue was not duplicated, it was found to meet manufacturers specifications. No additional action will be taken at this time.